Event description:
It was reported that a surgeon who was implanted 55-60 cages, had experienced breakage of an implant. The small broken fragment was removed from the site and the cage left in vivo. There has been no post-op complication to date and none is anticipated. As a compromised implant was left in the body an MDR is filled to document this event.

Manufacturer narrative:
Information was limited. It appears that the surgeon has successfully implanted these cages but on occasion has experienced breakage at the anterior corner. This indicates that the disc space may have not been fully cleared out or distracted. As the user does not trial the space may have been tight. Breakage of any carbon fiber implants is not unanticipated and the instructions-for-use (IFU) supplied with these products address the fact that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads can split or fracture the implants.